Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 1 event for the failure: fracture. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h6, h11. 1 event was previously reported during the reporting quarter under MFR report # 3015967359-2025-99245; however, it should be included under this report. Product return status 1 device was received. Evaluation findings (results/components): 1 device: degradation problem identified / part/component/sub-assembly term not applicable. Product disposition 1 device: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 1 event for the failure: fracture. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99538. Supplemental rationale corrected data: b5, h1, h6, h11. 1 event was previously reported during the reporting quarter under MFR report # 3015967359-2025-99245; however, it should be included under this report. Product return status: 1 device was received. Evaluation findings (results/components): 1 device: degradation problem identified / part/component/sub-assembly term not applicable. Product disposition: 1 device: scrapped by stryker.